Manufacturer narrative:
Per visual inspection: broken off piece at the cartridge holder. Inpen front shell does stay attached. No damage to inpen back shell. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. No cartridge holder broken off plastic pieces were noted stuck inside inpen/cartridge holder cavity. Inpen passed front cap investigation. In conclusion: inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the broken cartridge holder. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed, and the inpen replacement initiated. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105nnblna was requested, and the customer's response was that the device would be returned.